Manufacturer narrative:
This report is submitted on june 12, 2019.

Manufacturer narrative:
This report is submitted on march 28, 2019.

Event description:
Per the clinic, the patient elected to have the device explanted on (B)(6) 2018 due to poor performance and lack of clinical benefit with device. The patient was re-implanted with a new device during the same surgery.